Manufacturer narrative:
This supplemental MDR is being submitted to provide additional information obtained during manufacturer evaluation. During testing, the device did not meet the 30 psi occlusion test acceptance specification. The 30 psi calibration value was adjusted from 248 to 270, which corrected the condition. The probable cause of the failure was determined to be the device being out of calibration. Following calibration adjustment, the device met applicable performance specifications. Additionally, further evaluation of the flow rate condition referenced in the initial MDR determined that the reported flow rate issue does not meet reportability criteria and is not considered a reportable malfunction. Refer to the associated complaint record for additional details related to this event and the manufacturer¿s evaluation. Refer to (B)(4) for more information.

Event description:
Intuvie received a report that pump sn (B)(6) failed flow rate testing during routine preventive maintenance. During service evaluation, the device was found to be out of specification for flow rate performance and required an adjustment to the flow rate offset to correct the issue. The pump will be sent to intuvie for the calibration to be completed. The issue was identified during preventive maintenance testing only. No patient involvement or adverse event was reported.

Event description:
Intuvie received a report that pump sn (B)(6) failed flow rate testing during routine preventive maintenance. During service evaluation, the device was found to be out of specification for flow rate performance and required an adjustment to the flow rate offset to correct the issue. The pump will be sent to intuvie for the calibration to be completed. The issue was identified during preventive maintenance testing only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records was conducted to determine whether there were any prior service events documenting the reported failure mode; no such records were identified. Complaint history was also reviewed, and no previous complaints associated with the reported issue were identified. Pump sn (B)(6) was returned to intuvie on december 5, 2025, and evaluated on december 22, 2025. During testing, the reported flow rate issue was not confirmed, as the device passed flow rate performance testing without issue. Refer to (B)(4).